Event description:
Guidant received information that during a threshold test with this programmer, a paper empty message was received, which was not noted by the representative performing the test and it was attempted to continue test, which was not possible. This resulted in no stimulation to a pacer dependent patient.